Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocks, asystole, arrhythmia and heart failure episodes. It was found that the right ventricular (rv) lead exhibited high and undefined pacing impedances and a fracture was confirmed. The rv lead remains implanted and is out of service while the patient is waiting for their lead revision procedure. The lead was later replaced. No further patient complications have been reported as a result of this event.